Event description:
Customer's mother reported differences between sensor glucose and blood glucose readings. Caller requested assistance with low predicted alerts. Caller also reported that the customer recently had a blood glucose level of 330 mg/dl and a sensor glucose level over 400 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.